Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Troubleshot, found error codes 112, and 111 are affected by coiled cable, replaced cable. Safety, calibration, and functionality checks passed factory specifications. Returned for clinical use upon completion. -top cover was purchased by biomed for this unit. 18nov2024 - additional information received stating "unit has been in biomed shop since january/february of 2024, biomed tried replacing the ex-processor board, and unit still would throw error codes. I troubleshot and found the old coiled cable, was twisted going into the monitor unit. Replaced cable, coiled cord and the unit was not showing any error with those codes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed codes 111 & 112. There was no patient involvement reported .